Event description:
It was reported that device issues occurred resulting in patient complications. A synergy megatron drug-eluting stent was used during the procedure. However, during the procedure, the balloon slowly deflated, causing stent deformation and resulting in acute thrombosis, which led to a cardiac arrest. The patient was successfully resuscitated, and the procedure was completed without further complications. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. B3 date of event was estimated based on aware date as the date of the event was not reported.